Event description:
Initial surgery: intermedullary nail right femur. Patient returned four and a half years later with pain, it was noted that the locking screws to the nail had broken. Patient underwent minor surgery to remove broken screws. Physician stated that this was related to normal wear and tear over a 4 1/2 year period for an active young adult.